Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed), d.11, & h.6. (Device code). The customer's report that the tubing leaked was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set a tear in the silicone segment directly below the upper fitment component. No other damage or issue was observed. Functional testing confirmed leaking from the tear. The cause of the leak was due to a tear on the silicone segment component. The root cause of the damage was not identified.

Event description:
It was reported that the IV tubing set leaked during an infusion of lidocaine. Patient alerted the nurse of a puddle on the floor after which a hole was found in the tubing set. It was further confirmed during follow up, that there was no delay in patient care, and no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics were not provided.

Event description:
It was reported that the IV tubing set leaked during an infusion of lidocaine. Patient alerted the nurse of a puddle on the floor after which a hole was found in the tubing set. There was no patient impact.